Event description:
Voluntary medwatch form received noted that the atrial lead exhibited low pacing impedance and noise. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120060.